Event description:
It was reported that the patient required medical intervention due to loss of consciousness and hypoglycemia. The patient's blood glucose levels dropped to 26 mg/dl while wearing the pod between 4 and 24 hours. An ambulance was called, pod was removed and patient was treated at home by emergency medical technicians (emt) with dextrose intravenously. Emt's left after one hour.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported required and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
The pod was found to function as intended with no evidence of any damage or manufacturing deficiencies that would result in the device delivering more insulin than normal.